Event description:
The device has been explanted.

Event description:
Healthcare professional reported rupture. This record relates to right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Crease folding of implant: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "mammary ptosis, reduced tissue consistency, pain during palpation, marked inhomogeneity of device". This record relates to right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5.

Event description:
Healthcare professional later reported "mammary ptosis, reduced tissue consistency, pain during palpation, marked inhomogeneity of device".this record relates to right side.